Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent missed meal bolus reminders after a bolus had been delivered. There was no impact to the customer's blood glucose level. Tandem technical support reviewed the pump data and confirmed the reported event. Tandem technical support advised the contact that a software update would resolve the alert. The contact acknowledged the information.